Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Pain - vagina [vulvovaginal pain]. Uncomfortable - vagina [vulvovaginal discomfort]. Malfunction hazard/product is coming apart, in pieces, shredding, fluff shedding [device breakage]. The absorbency was poor, which caused discomfort [device ineffective]. Case narrative: consumer reported via phone that the tampons shed fluff. No serious injury reported.